Manufacturer narrative:
(B)(4). Broken pneumatic switch. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that during testing of the unit, prior to releasing the unit into service, the disposable hand piece would not activate the unit all the time and the pneumatic switch did not work. No adverse patient consequences occurred as there was no patient involvement.